Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was difficult to press and intermittently delayed in responding to presses. Customer's blood glucose level was 221 mg/dl. The customer used a different pump for insulin therapy.